Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting, diarrhea, fever, and cloudy pd effluent. The cause of peritonitis was unknown. The patient was diagnosed with peritonitis and admitted to the hospital for the event on the same day. On an unknown date, during hospitalization, the patient began treatment for the peritonitis with unspecified intravenous antibiotics (doses, frequencies, and routes not reported). On unknown date(s), in the same month as diagnosis, the patient's pd catheter was removed, the patient was placed on hemodialysis therapy, and the patient was discharged home from the hospital. At the time of this report, the patient was recovering from the peritonitis and unspecified antibiotic therapy was ongoing. No additional information is available.